Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified proximal to mid right coronary artery (rca). The lesion was predilated then a 4.00mm x 28mm liberté¿ stent was advanced but was unable to cross the lesion despite several attempts. The device was removed smoothly without issue however it was noted that the stent was lifted. Additional dilation was performed and the procedure was completed using a short size non bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a liberte sds with stent with a stopcock attached to the hub. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Microscopic examination and tactile inspection presented no damage or irregularities in the shafts. Microscopic examination and tactile inspection presented no damage or irregularities in the hypotube. Microscopic examination presented no damage or irregularities in the tip. Microscopic examination revealed that the stent was moved 6mm distal of the proximal markerband. The first four rows of stent struts were damaged with flared, bent, and overlapping struts. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified proximal to mid right coronary artery (rca). The lesion was predilated then a 4.00mm x 28mm liberté¿ stent was advanced but was unable to cross the lesion despite several attempts. The device was removed smoothly without issue however it was noted that the stent was lifted. Additional dilation was performed and the procedure was completed using a short size non bsc stent. No patient complications were reported and the patient's status was good.